Event description:
The customer reported bellavista 1000 alarms 316 "blower failure" during setup prior patient use. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer has been advised to send the faulty blower to fa lab palm springs USA for investigation.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding alarm 316 - blower failure. The root cause was determined as user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Presumably, debris within the blower motor caused enough resistance to halt the blower from operating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.